Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 12-jul-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced four different incidents, which were associated with separate units, involving four separate patients. This is the first of four reports. Refer to 9611594-2018-00091 for the second patient. Refer to 9611594-2018-00092 for the third patient. Refer to 9611594-2018-00093 for the fourth patient. It was reported via FDA user facility report: (B)(4): the device is a suction system attached to patients on ventilator, which does not seat properly and comes apart without warning. There have been multiple instances of staff being exposed to fluids due to the failure of this product." Other information states "there were 4 events where staff members were splashed with body fluids after the vent tubing became disconnected. One patient (B)(6) for (B)(6). Staff members required treatment."

Manufacturer narrative:
Corrected data-: model number updated based upon new information received on 22-aug-2018. The device history record for the reported lot number, m18095t305, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 13-sep-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).